Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
No product available to be returned.

Event description:
It was reported that the infusion set was leaking insulin at the luer. No adverse event was reported. The infusion set was requested to be returned for product evaluation.